Manufacturer narrative:
Product not returned.

Event description:
Patient received a fihr 40mm (standard disk) implant in (B)(6) 2015 to correct a direct hernia. At 83 days post-op, the patient complained of pain and a visual protrusion of implant core on his lower abdomen. The patient described the pain level as 4/10 when standing for prolonged periods; however, has no pain when exercising. Recurrence of hernia is not confirmed.